Event description:
It was reported that the ventilator did not alarm after being shutdown on battery power. The ventilator was not on a patient at the time of the event. The ventilator was evaluated and the panel board assembly was replaced. The component was returned and the customer reported condition was confirmed.